Event description:
On (B)(6) 2010 the pt reported she was hospitalized on (B)(6) 2010 due to elevated blood glucose of 200-600 mg/dl and e4 (occlusion) errors. She was at a scheduled doctor's appointment and was walked to the emergency room by the doctor's staff. Treatment rec'd was not provided. She stated that she had to change the infusion tubing every 8-10 hrs to clear the e4 errors. An air bubble also formed when the insulin cartridge was half full and she would either turn the infusion device upside down during use or she would remove the insulin cartridge and push the air from the cartridge. The infusion device was replaced and requested to be returned for eval. The insulin cartridge, adapter, and infusion set were not available to be returned.